Event description:
The customer reported that after opening the package, a mold-like black spot was seen on the grounding pad. Another pad was used for the procedure. Initial testing of the returned sample found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. The incident device is part of a product recall initiated on august 6, 2012.